Manufacturer narrative:
Additional information: a2, d4, d5, e1, h4, h6 (investigation conclusions), h11 correction. B3, d6a, h6 (compoenent code). Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for the finished lot number 3944964 (product code tvtrl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.jan.2026. Manufacturing date: 05.feb.2025. The manufacturing number is (B)(4).

Manufacturer narrative:
An investigation could not be conducted because the device was not returned, and the lot number linked to the reported event was not identified. A review of the general manufacturing records shows that all products released within the relevant timeframe were manufactured according to approved procedures and met the established specifications throughout the manufacturing and quality release processes. Based on the available information, no further action is required at this time. The investigation will be updated if additional details become available. The manufacturing number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experienced urinary retention and a urinary tract infection. The relationship to the study device is not related.